Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results with multiple flags (f,ph,h) for sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The high patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided results for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the failure mode as a defective ise buffer valve. The fse replaced the buffer valve and cleaned the ise flowcell to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).